Event description:
Medtronic received information that the patient experienced a stroke two days after the implant of this transcatheter bioprosthetic valve. Approximately three months post-implant of the valve, another manufacturer¿s permanent pacemaker was implanted due to an acute junctional rhythm with ventricular escapes. It was reported that it could not be determined if either the stroke or the arrhythmia were related to the valve implant or the patient¿s history of chronic atrial fibrillation. It was reported that the patient developed an infection at the pacemaker site; the infection later resolved with no adverse patient effects. It was reported that the patient appeared to be recovered from the effects of the stroke six months after device implant.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. The reported information did not indicate a potential manufacturing issue. From the available information, a conclusive cause for the clinical observations cannot be determined. Strokes and conduction disturbances are known potential adverse effect as listed in the instructions for use for this device. Conduction disturbances can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve, as occurred in this case. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.